Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent altitude alarms. The customer indicated that the alarms occurred while the pump was in a pocket or while sleeping. After the alarms, the customer would wait for the pump to resume insulin delivery. The customer's blood glucose (bg) level was 320 mg/dl due to a receiving a recent altitude alarm. To address the high bg, the customer delivered a bolus of insulin via the pump after the alarm was cleared and the pump resumed insulin delivery.